Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent primary breast augmentation with an unspecified mentor saline breast prosthesis on the right side, suffered deflation post-operatively. As a result, the patient underwent unilateral removal and replacement with an unspecified breast prosthesis with a lot number of 7570789, on (B)(6) 2019.

Manufacturer narrative:
On 8/5/2019, the product investigation summary was corrected to the following: during evaluation of the device it appeared intact. Leak testing revealed there was a tear measuring approximately less than 0.1 cm, located at the anterior view. No additional anomalies were discovered. Microscopic examination was performed. No evidence of instrument damage was observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/24/2019, the product investigation was completed. Device investigation summary: during evaluation of the device it appeared intact. Leak testing revealed there was a tear measuring approximately less than 0.1 cm, located at the anterior view. No additional anomalies were discovered. Microscopic examination was performed. No evidence of instrument damage was observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).